Manufacturer narrative:
This report is submitted late and is captured within CAPA-(B)(4).

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate due to infection, lack of buccal bone and calculis deposit.